Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to omsc but was returned to olympus europa se & co. Kg. (Oekg). Oekg sent the device to a third party laboratory for microbiological testing. As a result of the testing, no microbe was detected from the sample collected from the distal end, instrument channel, air/water channel and auxiliary channel of the device. The exact cause of the reported event could not be conclusively determined.

Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that a result of multiple microbiological testing by the user facility, following microbes were detected from the sample collected after used the subject device in patients with a history of clostridium difficile infection(c-diff): [(B)(6) 2020] swab: klebsiella oxytoca and escherichia coli. Auxiliary channel: candida parapsilosis (5cfu). Instrument channel: stenotrophomonas maltophilia and citrobacter freundii. [(B)(6) 2020] instrument channel: citrobacter werkmanii (71-80cfu), klebsiella oxytoca (8cfu) and stenotrophomonas maltophilia. The device had been reprocessed with a non-olympus automated endoscope reprocessor wassenburg. The subject device has not been used by other patients because it has been quarantined by the user facility after use in the patient. There was no patient injury associated with this report.